Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving fentanyl (dose and concentration unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient's pump was removed in (B)(6) 2016 or (B)(6) 2016 because there were not many places near the patient's location that would take him on as a patient. In (B)(6) 2016, following the device explant, the patient found a knot in his back. It was determined via x-ray that it was the tube from the catheter which was left in the patient's back. In (B)(6) 2016, the patient reportedly went through withdrawal after being without pain medication and was in and out of the hospital 5 or 6 times. It was noted that this was kind of a shock to the patient's system because he was coming off of morphine after 20 years, and he was deathly ill. This reportedly lasted until (B)(6) 2017. No further complications were reported or anticipated.